Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for 2 unknown proximal screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was treated previously on an unknown date for a right tibia shaft fracture with a synthes tibia ex nail and proximal and distal locking screws. The surgeon later removed the proximal screws to dynamize the nail to hopefully aid in fracture healing. This report is for 2 unknown proximal screws. This is report 1 of 1 for (B)(4).